Event description:
This case was initially received via regulatory authority (reference number: mw5073806) on (B)(6) 2017. This spontaneous case was reported by an other and describes the occurrence of menorrhagia ("clotting during period"), urinary tract inflammation ("urine inflammation"), abdominal tenderness ("tender abdominal area"), vulvovaginal pain ("sore to touch"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infection"), dysmenorrhoea ("very painful periods"), back pain ("back pain"), menstruation irregular ("irregular period"), muscle spasms ("muscle spasms"), vitreous floaters ("visual floaters"), libido decreased ("low sex drive"), arthralgia ("hip pain after sitting wrong or wearing heels too long"), vaginal discharge ("sometimes discharge sometimes odor") and abdominal distension ("bloating"),dyspareunia ("pain during intercourse"), vulvovaginal swelling ("feel swallon inside after sex"), pain ("very painful"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness") anxiety ("anxiety"), mood altered ("moodiness"), uterine pain ("random sharp pain in uterine area"), breast tenderness ("breast tenderness"), nipple pain ("nipple tenderness"), pain in extremity ("aching hands"), contusion ("bruising"), dermatitis contact ("contact dermatitis") in a female patient who had essure inserted for female sterilization. Concomitant products included biotin, calcium, colecalciferol (vitamin d), metronidazole, metronidazole (flagyl) and vitamin b. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria disability, medically significant and intervention required), urinary tract inflammation (seriousness criteria disability and medically significant), abdominal tenderness (seriousness criterion disability), vulvovaginal pain (seriousness criterion disability), bacterial vaginosis (seriousness criterion disability), fungal infection (seriousness criterion disability), dysmenorrhoea (seriousness criterion disability), back pain (seriousness criterion disability), menstruation irregular (seriousness criterion disability), muscle spasms (seriousness criterion disability), vitreous floaters (seriousness criterion disability), libido decreased (seriousness criterion disability), arthralgia (seriousness criterion disability), vaginal discharge (seriousness criterion disability) and abdominal distension (seriousness criterion disability). The patient was treated with surgery (surgically removed). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, urinary tract inflammation, abdominal tenderness, vulvovaginal pain, bacterial vaginosis, fungal infection, dysmenorrhoea, back pain, menstruation irregular, muscle spasms, vitreous floaters, libido decreased, arthralgia, vaginal discharge, abdominal distension, dyspareunia, vulvovaginal swelling, pain, feeling abnormal, memory impairment, anxiety, mood altered, uterine pain, breast tenderness, nipple pain, pain in extremity, contusion and dermatitis contact outcome was unknown. The reporter considered abdominal distension, abdominal tenderness, arthralgia, back pain, bacterial vaginosis, dysmenorrhoea, fungal infection, libido decreased, menorrhagia, menstruation irregular, muscle spasms, urinary tract inflammation, vaginal discharge, vitreous floaters and vulvovaginal pain, dyspareunia, vulvovaginal swelling, pain, feeling abnormal, memory impairment, anxiety, mood altered, uterine pain, breast tenderness, nipple pain, pain in extremity, contusion, dermatitis contact to be related to essure. Company causality comment:incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5073806) on 28-dec-2017. The most recent information was received on 23-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("cloting during period"), urinary tract inflammation ("urine inflamation"), abdominal tenderness ("tender abdominal area"), vulvovaginal pain ("sore to touch"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infection"), dysmenorrhoea ("very painful periods"), back pain ("back pain"), menstruation irregular ("irregular period"), muscle spasms ("muscle spasms"), vitreous floaters ("visual floaters"), libido decreased ("low sex drive"), arthralgia ("hip pain after sitting wrong or wearing heels too long"), vaginal discharge ("sometimes discharge sometimes odor"), abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), vulvovaginal swelling ("feel swallon inside after sex"), pain ("very painful"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), anxiety ("anxiety"), mood altered ("moodiness"), uterine pain ("random sharp pain in uterine area"), breast tenderness ("breast tenderness"), nipple pain ("nipple tenderness"), pain in extremity ("aching hands"), contusion ("bruishing") and dermatitis contact ("contact dermatitis") in a female patient who had essure inserted for female sterilization. Concomitant products included biotin, calcium, colecalciferol (vitamin d), metronidazole, metronidazole (flagyl) and vitamin b. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria disability, medically significant and intervention required), urinary tract inflammation (seriousness criteria disability and medically significant), abdominal tenderness (seriousness criterion disability), vulvovaginal pain (seriousness criterion disability), bacterial vaginosis (seriousness criterion disability), fungal infection (seriousness criterion disability), dysmenorrhoea (seriousness criterion disability), back pain (seriousness criterion disability), menstruation irregular (seriousness criterion disability), muscle spasms (seriousness criterion disability), vitreous floaters (seriousness criterion disability), libido decreased (seriousness criterion disability), arthralgia (seriousness criterion disability), vaginal discharge (seriousness criterion disability), abdominal distension (seriousness criterion disability), dyspareunia (seriousness criterion disability), vulvovaginal swelling (seriousness criterion disability), pain (seriousness criterion disability), feeling abnormal (seriousness criterion disability), memory impairment (seriousness criterion disability), anxiety (seriousness criterion disability), mood altered (seriousness criterion disability), uterine pain (seriousness criterion disability), breast tenderness (seriousness criterion disability), nipple pain (seriousness criterion disability), pain in extremity (seriousness criterion disability), contusion (seriousness criterion disability) and dermatitis contact (seriousness criterion disability). The patient was treated with surgery (surgically removed). At the time of the report, the menorrhagia, urinary tract inflammation, abdominal tenderness, vulvovaginal pain, bacterial vaginosis, fungal infection, dysmenorrhoea, back pain, menstruation irregular, muscle spasms, vitreous floaters, libido decreased, arthralgia, vaginal discharge, abdominal distension, dyspareunia, vulvovaginal swelling, pain, feeling abnormal, memory impairment, anxiety, mood altered, uterine pain, breast tenderness, nipple pain, pain in extremity, contusion and dermatitis contact outcome was unknown. The reporter considered abdominal distension, abdominal tenderness, anxiety, arthralgia, back pain, bacterial vaginosis, breast tenderness, contusion, dermatitis contact, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, libido decreased, memory impairment, menorrhagia, menstruation irregular, mood altered, muscle spasms, nipple pain, pain, pain in extremity, urinary tract inflammation, uterine pain, vaginal discharge, vitreous floaters, vulvovaginal pain and vulvovaginal swelling to be related to essure. Most recent follow-up information incorporated above includes: on 23-oct-2018: legal complaint received: reporter information updated, case became legal. Essure insertion date updated from 04-feb-2009 to 16-feb-2009. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5073806) on 28-dec-2017. The most recent information was received on 01-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('clotting during period'), urinary tract inflammation ('urine inflammation'), abdominal tenderness ('tender abdominal area'), vulvovaginal pain ('sore to touch'), bacterial vaginosis ('bacterial vaginosis'), fungal infection ('yeast infection'), dysmenorrhoea ('very painful periods'), back pain ('back pain'), menstruation irregular ('irregular period'), muscle spasms ('muscle spasms'), vitreous floaters ('visual floaters'), libido decreased ('low sex drive'), arthralgia ('hip pain after sitting wrong or wearing heels too long'), vaginal discharge ('sometimes discharge sometimes odor'), abdominal distension ('bloating, abdominal bloating'), dyspareunia ('pain during intercourse'), vulvovaginal swelling ('feel swollen inside after sex'), pain ('very painful'), feeling abnormal ('brain fog'), memory impairment ('forgetfulness'), anxiety ('anxiety'), mood altered ('moodiness'), uterine pain ('random sharp pain in uterine area'), breast tenderness ('breast tenderness'), nipple pain ('nipple tenderness'), pain in extremity ('aching hands'), contusion ('bruising') and dermatitis contact ('contact dermatitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." Concomitant products included biotin, calcium, metronidazole, metronidazole (flagyl), vitamin b complex (vitamin b) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria disability, medically significant and intervention required), urinary tract inflammation (seriousness criteria disability and medically significant), abdominal tenderness (seriousness criterion disability), vulvovaginal pain (seriousness criterion disability), bacterial vaginosis (seriousness criterion disability), fungal infection (seriousness criterion disability), dysmenorrhoea (seriousness criterion disability), back pain (seriousness criterion disability), menstruation irregular (seriousness criterion disability), muscle spasms (seriousness criterion disability), vitreous floaters (seriousness criterion disability), libido decreased (seriousness criterion disability), arthralgia (seriousness criterion disability), vaginal discharge (seriousness criterion disability), abdominal distension (seriousness criterion disability), dyspareunia (seriousness criterion disability), vulvovaginal swelling (seriousness criterion disability), pain (seriousness criterion disability), feeling abnormal (seriousness criterion disability), memory impairment (seriousness criterion disability), anxiety (seriousness criterion disability), mood altered (seriousness criterion disability), uterine pain (seriousness criterion disability), breast tenderness (seriousness criterion disability), nipple pain (seriousness criterion disability), pain in extremity (seriousness criterion disability), contusion (seriousness criterion disability), dermatitis contact (seriousness criterion disability), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, urinary tract inflammation, abdominal tenderness, vulvovaginal pain, bacterial vaginosis, fungal infection, dysmenorrhoea, back pain, menstruation irregular, muscle spasms, vitreous floaters, libido decreased, arthralgia, vaginal discharge, abdominal distension, dyspareunia, vulvovaginal swelling, pain, feeling abnormal, memory impairment, anxiety, mood altered, uterine pain, breast tenderness, nipple pain, pain in extremity, contusion, dermatitis contact, pelvic pain, abdominal pain and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, anxiety, arthralgia, back pain, bacterial vaginosis, breast tenderness, contusion, dermatitis contact, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, libido decreased, memory impairment, menorrhagia, menstruation irregular, mood altered, muscle spasms, nipple pain, pain, pain in extremity, pelvic pain, urinary tract inflammation, uterine pain, vaginal discharge, vaginal infection, vitreous floaters, vulvovaginal pain and vulvovaginal swelling to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), abdominal pain, pelvic pain, menorrhagia (heavy menstrual bleeding), migration, vaginal infection, vaginal discharge, abdominal bloating, anxiety. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received events "pelvic pain, abdominal pain, migration, vaginal infection,plaintiff did not undergo confirmation test " were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.